Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. On (b)(6) 2026, it was reported that at approximately 7:30 AM, the patient reported experiencing a significant sensor inaccuracy. According to the patient, the Dexcom CGM readings were ¿jumpy¿; however, no additional details regarding the fluctuations were provided. During the event, the Dexcom CGM displayed a glucose reading of 40 mg/dL, while a fingerstick BG obtained by facility staff measured 113 mg/dL. The patient reported experiencing heavy sweating and a temporary inability to speak, walk, or move. In response, a staff member administered juice. The patient stated that she has no recollection of the remaining events of that day. The patient did not require hospitalization, and no medications or additional medical treatments were reported. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the B zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).